Event description:
Spontaneous call. Patient reports current pump is damaged he believes the spring is no good anymore. Patient did not received their full dose. Did the product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Not reported if yes, was any medical intervention provided? Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Unknown. Serial number is unknown. Reported to (B)(6) by pt/caregiver.